Event description:
A beckman coulter, inc. Representative reported on a synchron iron/ibct (total iron building capacity) calibrator leak, due to a loose cap. The reagent was quarantined and no one was affected by the reagent leak.

Manufacturer narrative:
The beckman coulter, inc. Identifier for this report is (B)(4).